Event description:
During an repair bench evaluation it was discovered that there was a measurement module connection and stability issue. There was no reported patient involvement/adverse patient impact.